Event description:
It was reported that the customer experienced a low blood glucose (bg) was displayed as "low"; however, specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.